Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 404 mg/dl. The customer's other blood glucose level was 364 mg/dl. The customer did not provide information about symptoms and treatment. The customer reported that the insulin pump had calibration not accepted error. Auto mode was not mentioned if was in use at the time of incident. Troubleshooting was not performed for high blood glucose values. The insulin pump will not be returned for the analysis.